Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification was received. Reportedly, the cartridge had been filled with 250 units of insulin. The customer successfully loaded the a second cartridge onto the pump. Customer's blood glucose level was 180 mg/dl.